Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14sep2018. It was reported that the ventilator blower will not run. No patient involvement was reported. The customer troubleshot with technical support and found that a cable in the man-machine interface (mmi) board was disconnected, the customer reinstall the blower and the blower motor controller (bmc) and the issue was addressed. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator blower will not run there was no patient involvement reported. The event date was not specified; estimate used.